Event description:
Procedure type: gastrectomy. According to the reporter: the doctor used the stapler on the duodenum. The cartridge was used with a reuse handle. The blue part of the cartridge disengaged. The staples were not fired, but the knife cut a part of the intestine. To complete the surgery, they have to open and suture the rupture tissue. Current patient status: ok.

Manufacturer narrative:
(B)(4).